Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device is showing repeat primary audible alarm during background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom seal was broken, but the plunger seal was intact. The top case corners were chipped, and the right plunger case and battery door were cracked. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported problem could not be determined as no fault was found. Replaced the speaker as a preventative measure. Performed a power up process, preventive maintenance, audio test and all functional tests which passed. A CAPA was created to investigation the primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.